Event description:
The end user reported upon arrival at a patient's home, the fastening system installed in the ambulance would not allow the stretcher to be unloaded from the ambulance. The end user confirmed the fastening system was operating properly prior to arrival on scene. The end user advised that the crew elected to not transition to manual operation of the system but rather they called for a backup ambulance to complete the patient transfer. This resulted in a reported 30 min delay. The patient's condition was reported as "having trouble breathing". There were no allegations that the delay resulted in an adverse health consequence for the patient. A follow up call to the end user was made and it was determined the fastening system had become unpaired with the stretcher which resulted in the disruption of the communication necessary for operation of the powered features.